Event description:
The manufacturer received information in a relation to a dreamstation auto CPAP alleging lung disease. Medical intervention was not specified. No patient information was provided. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow- up report will be filed.

Manufacturer narrative:
The manufacturer previously received information in a relation to a dream station auto CPAP alleging lung disease. Medical intervention was not specified. No patient information was provided. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During evaluation secondary findings were observed. During evaluation thirty-two error codes were observed. The third-party service center concludes that they couldn't confirm the customer's allegation and device was corrected. Evaluation method code, evaluation results code and conclusion code grid has been updated.